Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 32, indicating a delivery motor communication error, after which a replacement ilet was arranged, and the user was instructed to return the original device using the provided shipping materials. Symptoms included no reported adverse clinical effects, and the user stated that blood glucose was in range and unaffected. Outcomes included continued therapy without interruption and no medical intervention or hospitalization. Investigation included a remote review of the alert information and logistical tracking of the returned device. Investigation of the returned device revealed a suspected malfunction related to the delivery motor communication pathway within the pump system, consistent with a motor processor communication error.